Event description:
Healthcare professional reported a repeat donor experincing nausea and tingling lips in the last half hour of the procedure. The donor was given tums. After the donation, the donor felt lightheaded after being reclined. This lasted for approx one hour after donation. The collection facility noted that the donor did not eat before donating. The donor left the center in good condition.